Manufacturer narrative:
Discarded by hospital.

Event description:
It was reported that approximately two-months post-operatively the mesa screws at right/left l2 and left l3 migrated. All the rods and screws were removed and replaced and the construct was extended. This report captures the screw at left l2.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for the lot numbers provided, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number was performed and no adverse trends were observed. It was reported that an initial surgery was performed on (B)(6) 2021 and 3 mesa screws (at right/left l2 and left l3) migrated 1 month post-operatively. The event resulted in a revision surgery. The construct was extended from l2-s2 to t9-s2 on (B)(6) 2022. All rods were removed and backed-out screws were replaced. Per additional correspondence, post-op activity level of the patient is unknown, patient did not experience an external trauma/ fall after initial surgery and bone quality of the patient was reported to be normal. It is unknown how the screw holes were created during the initial surgery. Surgery notes were not provided. Devices was scrapped by customer so an evaluation could not be performed. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include: excess post-op activity level of patient, poor fixation construct leaving residual stress, improper screw hole prep during initial surgery, too much residual stress on rod from tightening/rotating/ bending, poor bone quality of patient, etc.

Event description:
It was reported that approximately two-months post-operatively the mesa screws at right/left l2 and left l3 migrated. All the rods and screws were removed and replaced and the construct was extended. This report captures the screw at left l2.